Manufacturer narrative:
As reported, the balloon of a 6f/7f mynxgrip vascular closure device (vcd) lost pressure in the vessel without bursting. The control pin (white-black-white) went back into the handle without the balloon being defective. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. A total of three (3) devices were used in a single procedure. The devices were used during a stenting procedure on the right common iliac artery, performed via a retrograde approach. The deployer was mynx certified. The patient had no additional relevant medical history such as bleeding disorders, hypertension, or prior surgical interventions. A 6f non-cordis sheath introducer was used. The femoral artery was confirmed suitable via angiography, with an insertion angle of 30¿45 degrees, a vessel diameter of at least 5 mm, no tortuosity, and moderate calcification near the puncture site. The device was stored according to the instructions for use (IFU), and no issues were observed with balloon pressure, air purging, or sheath damage. The balloon-maintained pressure throughout the procedure, and there was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery or vein. The patient did not require hospitalization or an extended stay due to the event. One non-sterile mynxgrip vascular closure device, 6f/7f, involved in the reported complaint, was returned for investigation. Visual inspection of the device revealed that the shuttle was engaged to the black handle, and the stopcock was in the closed position. The syringe was not returned for this evaluation. Additionally, the catheter sheath introducer (csi) was not returned. The sealant was observed in its manufactured position, and the advancer tube was also in its manufactured position. No additional anomalies were identified during the visual analysis. During the functional leak test (inflation/deflation test), the presence of a tear was noted, which prevented proper evaluation. Per microscopic analysis, a high-magnification inspection was conducted on the balloon. During this analysis, a longitudinal tear was identified in the balloon. The reported events of ¿balloon-balloon loss of pressure¿ were observed through analysis of the returned devices. However, the exact cause of the longitudinal tears found could not be conclusively determined during analysis. Based on the information available for review and product analysis, access site vessel characteristics (there was moderate presence of calcium at the vicinity of the puncture site) and/or concomitant device factors (although the sheaths were not returned) most likely contributed to the reported event since a calcified vessel and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause this type of damage to the device. According to the IFU, which is not intended as a mitigation, ¿the safety and effectiveness of mynxgrip have not been established in the following patient populations: patients with clinically significant peripheral vascular disease in the vicinity of the puncture.¿ also stated in the IFU during product preparation, ¿confirm via femoral arteriogram or venogram: common femoral artery or vein single wall puncture. Evidence of adequate flow. There is no evidence of significant pvd in the vicinity of the puncture.¿ additionally, the IFU instructs users to discard the device if the balloon does not maintain pressure. Neither the product analyses, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the units. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of a 6/7 mynxgrip 6/7 vascular closure device (vcd) lost pressure in the vessel without bursting. The control pin (white-black-white) went back into the handle without the balloon being defective. Hemostasis was achieved using manual compression for less than 30 minutes. There was no reported patient injury. A total of three (3) devices were used in a single procedure. The devices were used during a stenting procedure on the right common iliac artery, performed via a retrograde approach. The deployer was mynx certified. The patient had no additional relevant medical history such as bleeding disorders, hypertension, or prior surgical interventions. A 6f non-cordis sheath introducer was used. The femoral artery was confirmed suitable via angiography, with an insertion angle of 30¿45 degrees, a vessel diameter of at least 5 mm, no tortuosity, and moderate calcification near the puncture site. The device was stored according to the instructions for use (IFU), and no issues were observed with balloon pressure, air purging, or sheath damage. The balloon-maintained pressure throughout the procedure, and there was no prior pta, stent, or vascular graft in the common femoral artery or vein. The patient did not require hospitalization or an extended stay due to the event. The complaint devices were returned for evaluation.

Manufacturer narrative:
The device was returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.